Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Compatibility check: compatibility check could not be performed as no product information was available. Review of incoming information: it was reported that one of the screw used to fix the glenoidal part was broken. Two x-rays were available for investigation. On one x-ray the screw seemed to be intact on the other one was clearly broken. The inverse head seemed to be dislocated after screw breakage. No other conspicuous information was visible. No other documents were provided devices analysis: device analysis could not be performed as no product was available for investigation. Root cause analysis: neither operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review as the patient has not been revised. X-rays were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted am anatomical shoulder on unknown date. It was stated that it failed reverse shoulder arthroplasty. Broken screw. A revision surgery is planned